Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of inadequate coaptation of leaflets leading to regurgitation was visually confirmed due to observed leaflet indentations. Leaflet indentations were observed on leaflets 1 and 2 near commissure 2. This indicated that the leaflets were restricted by some source, thus restricting their mobility and leading to the reported regurgitation. Suture track indentations were not visible, and the indentations were observed to be wider than the typical suture looping. The x-ray demonstrated the wireform to be intact. Sutures remained attached around leaflets 2 and 3. The customer provided color images (2) of the valve at the inflow aspect; the valve appeared in the same condition as received.

Manufacturer narrative:
An observational evaluation was performed on the returned valve. Severe lateral leaflet tissue creases, appear to be originated from commissure 2, were observed on leaflets 1 and 2 near commissure 2 from both outflow and inflow view perspective. The leaflets appear to be pushed towards leaflet 2 side with noticeable tissue indentation adjacent to the commissure. Leaflet creases as observed on this particular valve can be resulted from external forces, suture entrapment with or without pledget or interference with the preserved valvular/subvalvular mitral apparatus (i.e. Chordae) or by a surgical implement, applied to the leaflets in the retrograde direction for a prolonged period of time during the initial valve implant. Especially when the tricentix valve holder (designed to protect the leaflets from any form of suture looping during the valve implant) was not used, used improperly, or removed prior to the completion of knotting of the implanting sutures. Although typical suture looping marks are not clearly evident, the characteristics of tissue indentation suggest the leaflet creases and indentation are most likely resulted from a pledgetted suture looping and/or interference with persevered native mitral valvular/subvalvular tissue. Suture looping with/without pledget or interference with persevered native mitral valvular/subvalvular tissue can restrict the mobility of the affected leaflets that can result in mitral regurgitation. A review of the manufacturing and inspection records related to this device was completed. The results show the device met all manufacturing specifications. There is no quality issue for this valve from manufacturing perspective. The reported incident appears to be procedure related.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this valve was explanted after an implant duration of 14 days due to inadequate coaptation of leaflets leading to severe regurgitation observed on echo. As per op report the mitral valve was closing perfectly after implant. The valve position was normal. As reported, the leaflets were asymmetric, one of the leaflets was significantly lower resulting in inadequate coaptation. The holder wasn't deployed prior to the implantation of the valve. A mechanical non-edwards valve was implanted as replacement. This was the second replacement for this patient. Indication for initial replacement was rheumatic mitral stenosis. The native valve was replaced with a non-edwards mechanical valve which showed severe mitral stenosis, mechanical valve thrombosis with cardiac function grade iii, bilateral pleural effusion and sequelae of cerebral infarction after 12 years. The mechanical valve was replaced with the subject device. There was no obvious consequences after the surgery, which went as normal.